Manufacturer narrative:
H3: other (code unspecified, describe in h10): device was not returned. Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hospitalization and infection are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before patient placement. Multiple unsuccessful attempts have been made to retrieve the device; therefore, a device evaluation could not be performed.

Event description:
On 09-sep-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. Multiple unsuccessful attempts have been made to retrieve the device; therefore, a device evaluation could not be performed.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hospitalization and infection are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Multiple unsuccessful attempts were made to obtain additional clinical information. The patient has experienced a recent prior wound infection and has been on antibiotic therapy for a long period of time with significant comorbidities including history of osteomyelitis. A device evaluation is pending receipt of the device. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area -untreated or inadequately treated infection -inadequate hemostasis of the incision -cellulitis of the incision area

Event description:
On 12-nov-2021, the following information was provided to kci by the patient's family member: on (B)(6) 2021, the patient was admitted to the hospital allegedly for wound related reasons. The patient will reportedly be inpatient for six weeks for intravenous antibiotic therapy. No additional information was provided. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending receipt of the device.